Event description:
Doctor was beinginning a bilaterla salpigo oophorectomy procedure when the jaw of the 26176ht bipolar insert broke off in pt. Dr had not engaged power on bipolar forceps yet. Dr retrieved it immediatley, replaced instrumeht and completed procedure. There was no adverse effect on pt and pt condition post op was good. Hosp contact stated that the jaw felt loose when she assembled the instrument before the procedure, but she thought that it would work through the procedure.